Event description:
Reportable based on analysis approved on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, crossing difficulty was encountered. The target lesion was located in a moderately calcified unspecified vessel. A 2.00mm x 12mm emerge balloon catheter was selected and advanced to treat the lesion but was unable to cross. The procedure was then completed with a different device. No patient complications were reported and the patient's status was good. However, returned product analysis revealed a a 13mm longitudinal tear in the balloon wall material from the proximal to distal end of the balloon and damaged distal tip.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: returned product consisted of an emerge balloon catheter with no original packaging or other devices. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded. Magnified inspection revealed a 13mm longitudinal tear in the balloon wall material from the proximal to distal end of the balloon. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).